Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow -up report will be submitted.

Event description:
The customer reported that the connector cord was destroyed when the generator was powered on. When this happened the whit part of the resector lit up showing signs of arcing. Another device was used to complete the procedure successfully. There was no injury. New information (B)(4) 2014: initial evaluation of the incident device found the device failed hipot testing.